Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for diabetic ketoacidosis. The patient's blood glucose (bg) reportedly elevated to 1,010mg/dl and the patient had large ketones and symptoms of dehydration. The patient reportedly discontinued insulin pump therapy and was treated with intravenous fluids and other unspecified treatment. The pump was reportedly not available for review at the time of contact with animas. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.